Manufacturer narrative:
On 7/3/2019, mentor became aware that the patient underwent bilateral removal and replacement with the following devices: (left) 400cc mentor memorygel breast implant catalog: 3504001bc lot: 7723108 sn: (B)(4) and (right) 400cc mentor memorygel breast implant catalog: 3504001bc lot: 7722852 sn: (B)(4). On 7/3/2019, a manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 7/22/2019, the mentor failure analysis lab has received the device for evaluation. On 7/30/2019, the product investigation was completed. Device investigation summary: during analysis of the sample some creases were noted in the anterior and posterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 400cc mentor memorygel breast implant catalog: 3504001bc lot: 5872530 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 400cc mentor memorygel breast implants, suffered deflation post-operatively. As a result, the patient underwent removal on (B)(6) 2019.